Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 490 mg/dl and was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer reported that reservoir compartment locked differently. Customer reported that when reservoir was removed and pump as turned, water dripped out. Customer did not notice physical damage of insulin pump. Insulin pump passed displacement test and self-test. Insulin pump would be replaced per customer's request.